Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side "general fatigue", "arthralgia", capsular contracture baker grade grade iii-IV, ¿mastodynia", and ¿pb. Sx asia" syndrome. Events of "arthralgia", pain, and ¿pb. Sx asia" syndrome are not device related. The device remains implanted.